Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was blockage in the infusion site, which caused the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump, mdi, & change out supplies. No further information available.